Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus. It was reported that the procedure was performed to treat functional mitral regurgitation with grade 4. The clip delivery system was advanced without issue and while steering down the clip to the valve, thrombus was noted on the tip of the clip. Therefore, it was decided to withdraw the cds. The thrombus remained attached to the clip and was captured in the steerable guide catheter (sgc). When the sgc and cds were removed there was no more evidence of thrombus. There was no medication administered for the thrombus. A new sgc and cds were used in the procedure. Two clips were implanted, reducing mr to 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the cause of the reported thrombus cannot be determined. The reported thrombus as listed in the insructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.